Event description:
I was wearing a tandem t-slim insulin pump. On two separate occasions, it delivered insulin outside what I had programmed. I noticed this when I went to program insulin into my pump to find that it was saying I currently had "insulin on board" meaning there had been insulin delivered earlier that was still in my system. I knew this was not something I had programmed that morning as it was early in the day and this was the first time I was needing extra insulin. I contacted tandem and after much fighting and them telling me that this was impossible they gave me a replacement pump. After wearing the pump for about one week, it happened again. At this point, no longer felt safe wearing the pump and refused to use their pump anymore. I contacted my doctor both times. This second time I let her know I no longer felt safe wearing the pump and would be discontinuing using it. My doctor has been trying to work with tandem to allow me to return the pump and get a refund so that I can choose different pump manufacturer and get a completely different insulin pump. I don't know where this process currently stands, other than we have not reached an agreement yet. I feel that this type of issue is a hazard and I should be allowed to get a refund for a device that is not functioning properly. My health is at stake if my insulin pump does not work as it should.